Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic surgery lobectomy, while transecting the lung tissue, there was a poor staple formation. Some of the staples did not form well. It was reported another device was used to complete the case. There was no patient injury.